Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as a red broken skin irritation with itching. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended a lotion and removal of the patch due to the skin irritation. Outcome of the irritation is unknown.